Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they thought there was something wrong with their equipment. Patient clarified the implant battery had been at 90% since wednesday morning, and the implant battery was never going down. Agent asked, patient said they had checked to make sure stimulation was on. Agent asked if patient was getting therapy relief the last 2 days still, but patient said they didn't know as they'd never been able to tell if they were getting relief or not. Patient reset controller on the call, then unlocked controller. Patient described stimulation is off message. Patient then turned stim on and reported intensity was 4.5. Patient confirmed they had not seen the stimulation is off message previously, but they did turn stim on manually. Patient checked controller battery levels during call and said controller was at 100% and implant was at 90%. Agent reviewed controller seemed to be operating as expected and reviewed general information about the controller. Agent reviewed to monitor implant battery and the patient was redirected to their healthcare provider to further address the issue if needed.